Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon fired the atw35 across the ip ligament with no difficulty on the first firing. The device was reloaded with a tr35w and fired across the round ligament. Upon removal at this time, the cartridge fell apart with the release of the back trigger release button. The metal bottom of the tr35w cartridge became separated from the white half and had to be removed laparoscopically from the pt's abdomen. Numerous orange drivers also were removed from pt. They think they got them all. Some of the cartridge had to be extracted laparoscopically. The physician feels that all was removed, but is not 100% certain.